Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read out and analyzed. The history files revealed no abnormalities regarding the reported event. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use and was slightly contaminated. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy the device was tested according to the requirements of the technical safety check for three times and a measurement according to iec 60601-2-24 was performed. All measured values are within our specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device has been received from user facility to bbm laboratory in (B)(4) and the investigation is on going at this time. A follow-up report will be provided when the examination results become available.

Event description:
As reported by the user facility ((B)(4)): over infusion: delivery rate inaccuracy (overdose). Volume to be infused 250 ml. Rate 30ml/h. Time to be infused approx. 6 hours and 20 minutes. Actual time approx. 30 minutes.